Manufacturer narrative:
Although requested, the AED has not been returned and the cause of the complaint is not known.

Event description:
A customer reported their pads are not recognized by the AED. They reported this did not occur during patient use.

Manufacturer narrative:
A customer reported their pads are not recognized by the AED. The device was returned for evaluation and bench testing was performed. The reported issue was confirmed. However, the device passed all functional testing and was able to successfully deliver therapy during testing.